Manufacturer narrative:
6/24/1998-supplement #1 sent to FDA. Device not available for eval.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed. The hospital has reported no patient injury occurred.